Event description:
It was reported that this patient had two aborted shocks in the vf zone and one shock delivered due to lead noise. Testing could not recreate noise on the rv channel, but some noise was exhibited on the farfield channel. Lead was reprogrammed with longer detection counts, but the lead will be evaluated further. Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
This lead was capped (B)(6) 2020. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.